Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Visual analysis of the returned sample revealed that one opened sample of product code w3650 was received for evaluation. After investigation of the sample short insertion was observed. The visual inspection concluded that the combination of the needle/suture was found detached since the insertion end of the suture did not meet the requirement. This defect is caused because the suture was not properly inserted inside of the needle barrel hole. Based on the information currently available, the pull-out defect was identified during the investigation of the sample received. This product issue will be addressed through quality system. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.

Event description:
It was reported that a patient underwent an abdominal hysterectomy procedure on (B)(6) 2022 and suture was used. Before use on the patient, upon opening the suture sachet. The needle and thread were disconnected. Upon evaluation of the returned sample, a visual inspection concluded that the combination of the needle/suture was found detached since the insertion end of the suture did not meet the requirement. This defect is caused because the suture was not properly inserted inside of the needle barrel hole. Based on the information currently available, the pull-out defect was identified during the investigation of the sample received. No adverse patient consequences were reported. No additional information was provided.